Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: plates, screws and coils project over the pelvis, all projecting over bone on this oblique view; however, true position of hardware within the bone and soft tissues is unable to be assessed due to lack of ap projection. No hardware breakage is identified; however, unable to exclude hardware breakage on a single radiographic view. Review of the available medical records identified the patient had a left hemipelvis orif on 31 oct 2018 with a zimmer recon plate and synthes screws. An unspecified implant is reported to be broken or failed, resulting in painful fragments in the patient's abdomen. Lot identification is necessary for review of device history records, lot identification was not provided. It was identified that the plate was used with synthes screws. Instructions for use IFU 87-6204-028-23 indicates do not use zimmer plates and screws system device components with components of any other system or manufacturer unless authorized by zimmer. However, it is unknown if this off-label use led to the reported event. Therefore, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 00114715072; lot# unknown. Item# unk head; lot# unknown. Item# unk liner; lot# unknown. Item# unk cup; lot# unknown. Item# unk stem; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient's legal counsel that the patient had a left hemipelvis orif approximately seven (7) years ago with a zimmer recon plate and synthes screws. Subsequently, it was reported that an unspecified implant broke or failed resulting in painful fragments in the patient¿s abdomen. No further information has been provided at this time. Attempts have been made and no further information has been provided.